Manufacturer narrative:
H6: the broken stemless spring inserter reported may have been due to a dowel pin fracture, which resulted in disassembly of the device. However, this cannot be confirmed as the instrument was not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a stemless surgery, the stemless spring inserter dis-assembled. There was less than a 5 minute surgical delay with no patient impact as a result. The patient was last known to be in stable condition following the event. The device is available for return.